Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of fainting and hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/06/2017, that on (B)(6) 2016, the patient reported not hearing a low alert on his g5 mobile application. The patient's wife attempted to give the patient some sugar but was not successful. She called 911 due to the patient fainting from not hearing the low alert, which was set at 60mg/dl. While the waiting for the paramedics to arrive, the patient's son was able to give the patient sugar. When the paramedics arrived, the patient had recovered from his hypoglycemic event. The paramedics left when it was confirmed that his blood glucose was at a safe level. Patient remained at home and was not brought to the hospital. At time of contact, the patient was not having any further issues. No additional event or patient information was provided. Data was provided for evaluation. The reported issue of no audio alert on the g5 mobile application was confirmed via data. Root cause was determined to be patient misuse or error. The patient had his smart device setting set to mute. The patient did receive his low, urgent low, back to low glucose alerts as his electronic glucose value passed below the thresholds and back up passed the thresholds. Patient's smart device was set to mute for the entire event. Patient did acknowledge a high alert at 01:52pm, while the smart device was still set to mute.